Event description:
The customer reported that the zipper teeth are not aligning on the large window panel of the canopy. Also, that there are tears on the netting but they couldn't specify where. There was no pt injury reported.

Manufacturer narrative:
(B) (4): zipper teeth not aligning. Product has been requested to be returned, but has not been received. (B) (4).